Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ was observed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed also that the section of the device with the foreign material remained had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital. The device was returned as part of the asset return process. In addition to the foreign object that came out of the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the indication on the suction connector was peeled; the control unit, the electrical connector and the suction connector were discolored; switch#4 was worn; the forceps channel port and the grip were shaved; the paint on the suction cylinder and the air/water cylinder were peeled; the image guide protector was damaged; the adhesive on the bending section cover was chipped and had a white clouded area; the connecting tube had a dent; and there were scratches on the bending section cover, the connecting tube, the protector of the universal cord on the suction connector side, switch#1, the universal cord, and the plastic distal end cover. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and there were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a foreign object came out of the nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.